Manufacturer narrative:
Additional product code: hrs. A product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va lockscr ¿2.7 head 2.4 self-tap l40 screw was broken at the neck and the broken piece was also returned. No other issues were identified. The dimensional inspection was not performed for the that va lockscr ¿2.7 head 2.4 self-tap l40 ta due to post manufacturing damage. The observed broken condition of the components is consistent with the complaint condition. The device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of that va lockscr ¿2.7 head 2.4 self-tap l40 ta. While no definitive root cause could be determined, it is probable component was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Device history lot - (B)(4) company dated 05-nov-2018 was reviewed and determined to be conforming. Lot summary report dated 12-nov-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review - 02-jul-2021: DHR reviewed by: (B)(4) this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of distal end of upper arm. When all the locking screws were inserted and the movement of the joint was being checked, there was a sharp dull sound was noticed in the neck of the farthest locking screw and the inner plate was broken. It was confirmed by image intensifier, and the locking screw was removed and replaced with a new one. Procedure was completed successfully. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity 1), unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 2.4/2.7mm ti va-lcp first mtp fusion pl/med/10 deg/rt-ster. This is report 1 of 1 for complaint (B)(4).